Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report 1220908-2018-03295 for a similar event on a different device, reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty relay on the processor/bridge/pace board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.